Event description:
Patient reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Additionally, patient reported, "experienced rippling, tenderness. And hardness to breast, since the procedure".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, delamination total of the valve (adhesive failure). Pain: unable to observe, as it is a medical event. Not related to the device. Visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Wrinkling: observed, wrinkling on the device. Additional observations: observed, wear abrasion on the device. Brown particles observed, inside the device. Yellow particles observed, outer device. No further actions are required, as the device was implanted.

Event description:
Patient reported a right side "rupture." Later, healthcare professional reported right side deflation. . Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, h6.